Event description:
It was reported that a pt underwent a laparoscopic appendectomy procedure on an unk date and suture was used. The needle fell down during handover from one needle holder to the other. When grabbing the suture, the needle detached and fell into the pt's abdominal cavity. The needle could not be found so the surgeon changed to an open procedure. The needle was finally found. The pt is currently in good condition.

Manufacturer narrative:
(B)(4). Result: representative samples were tested for needle pull tensile strength and the results obtained were in conformance with the requirements. Conclusion: no device failure detected and the product is within specification. User error caused the event. The attending physician lost both visual and tactile control of the needle during use. In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria.